Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with scratched lcd display window. The insulin pump was unable to prime during the prime test due to loose drive support disk.

Event description:
Customer reported that he woke up with high blood glucose due to the insulin pump not delivering any insulin and it had absence of no delivery alarm. Nothing further was reported.